Event description:
It was reported that during procedure, the light source was put on stand-by, however, it did not go on stand-by even though the display indicated stand-by. The light source cable was placed on the pt drapes and it burned a hole in the drape. The device was checked by bio-med and the light source was found to be on stand-by, although the light stayed. No adverse outcome to pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.